Manufacturer narrative:
The customer reported that the cns (central monitoring system) showed a communication loss for all beds when a print job was started. The on-site technician deleted the printer and printer drive and reinstalled the printer drive as well as reset and configured the cns to use the printer. The issue has not occurred since. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) showed a communication loss for all beds when a print job was started.